Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prosthesis implantation procedure with two unspecified mentor breast prostheses, experienced being very ill since 2010. Patient expressed that they were "dying a slow death." As a result, the patient was scheduled for implant explantation in (B)(6) 2020. This medwatch form is for the left breast prosthesis.